Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/2.5/178 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. It was reported the patient experienced macular splitting. On (B)(6) 2021 the lens was exchanged with a same model/length lens but different power lens. This resolved the problem. Postop comments noted "macular hole and diopter change occurred after the first operation". The cause of the event was reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/2.5/178 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. It was reported the patient experienced macular splitting. On (B)(6) 2021 the lens was exchanged with a same model/length lens but different power lens. This resolved the problem. Postop comments noted "macular hole and diopter change occurred after the first operation". The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).